Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated above original space due to external pressure; therefore, the reservoir was protruding. A counter incision was made to replace the reservoir. A full recovery is expected for the patient.